Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.